Event description:
Additional information received clarified that the spring coil was already detached inside the packaging. The proximal end of the pushwire was not secured in the guidewire clip when the package was opened. No preparation was done prior to the damage that was found. There was no damage or evidence of tampering when the package was opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the axium prime device was returned for analysis within two shipping boxes, within a resealable plastic biohazard pouch, and within introducer sheath. Visual inspection/damage location details: the introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath. No damage or irregularities were found with the axium prime pusher. The implant coil was found broken from the detach element at the coil shell (figure c). The axium prime implant coil was found damaged and broken with the polypropylene filament also broken (figure d). Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿premature detach¿ was confirmed. The cause of the premature detach was due to the implant break. The implant was found broken and damaged, typically indicative of resistance. However, customer reported the damages were observed out of packaging with no preparation performed. It is possible damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. The root cause could not be determined. There is an indication that this could potentially be caused by a potential manufacturing issue and a DHR review is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil has a materials complaint. The coil was loose from the cable when it was opened. The patient was being treated for an aneurysm. No patient injury or symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.